Event description:
Event description guidant received information that this implantable pacemaker (ipm) had no output, no response to magnet application, and could not be programmed. The ipm has been implanted over 34 months.